Manufacturer narrative:
Device is not available for eval by MFR. The lot number is unk, therefore, a device history record (DHR) review could not be performed. If sample becomes available or if add'l info is received, a f/u report will be submitted. Eval, conclusions: device not returned. No eval will be performed.

Event description:
The event is reported as: the elbows are cracking or breaking when the customer is trying to put them in the (B)(4) circuit. Issue was discovered prior to use on a pt during inspection/functionality testing. No injuries reported.